Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not communicate with belt") was confirmed due to scr¿s q6, q7, q8, and q10 being shorted on the defibrillator pca board, causing the monitor to fire a pulse above the upper limit. The monitor was unable to pass detect and treat testing. The root cause for the shorted components was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to communicate with belt.